Event description:
Contact person stated there was an incident in the past regarding a circular stapler, where all the staples did not form correctly. The product was not saved, and specific details are not known at this time.